Event description:
It was reported that during the lower uterine segment cesarean section, when the sutures were used to suture the uterine incision, the needle and thread separated three times. The sutures were replaced three times to resolve the issue and complete the procedure. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: cl-914, cl-914 polysorb. 0 vio 90cm gs24 x36 (lot#a3m1830y); cl-914, cl-914 polysorb. 0 vio 90cm gs24 x36 (lot#a3m1830y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the two needles and one suture could be observed in the image provided. The needles were observed to be detached from any suture. Another image noted that one needle and one suture could be observed in the image provided. The needle was observed to be detached from the suture. Due to the quality of the image, the condition of the suture and needles could not be fully evaluated. It was reported that the needle and thread separated. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.